Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive and cine bridge were evaluated and replaced. The system software and was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported when they tried to perform a digital subtraction, the system locked up. There is no report of death or serious injury associated with this event.